Event description:
It was reported via phone call that the customer had blood glucose levels ranging from 400 mg/dl to 500 mg/dl. It was also mentioned that the insulin pump had damage to the reservoir compartment, and the reservoir is not staying in place. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with broken reservoir tube lip. Unit received missing o-ring (reservoir tube). Unit received missing end cap sticker. Unit received with cracked case at display window corners, case at reservoir tube window corners and belt clip slot. Unit received with broken battery tube threads. Unit received with minor scratches on lcd window.